Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a stent placement procedure to treat chronic total occlusion in the superficial femoral artery via a crossover approach through a severely calcified lesion, the stent allegedly elongated and as a result the stent was deployed from the superficial femoral artery to the common femoral artery. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure to treat chronic total occlusion in the superficial femoral artery via a crossover approach through a severely calcified lesion, the stent allegedly elongated and as a result the stent was deployed from the superficial femoral artery to the common femoral artery. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition with activated deployment mechanism, and a force transmitting component inside the grip was found broken which indicated a partial deployment of the stent. Images of the deployed stent inside the vessel were not provided so that a stent elongation cannot be confirmed, but stent elongation may occur as a consequence of a partial deployment when the user tries to remove the partially deployed and anchored stent from the patient. The system was found with superficial damage, but it was not known when this damage occurred. The investigation leads to confirmed result for partial stent deployment. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'stent elongation or stent foreshortening are potential consequences as a result of not following the deployment instructions for use.' In regards to accessories the instructions for use state: 'always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. 6 fr (2 mm) or larger introducer sheath should be used.', and 'during stent deployment, use the 0.035" guidewire (recommended) for more support depending on vascular anatomy and / or lesion morphology.' In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system during deployment was found sufficiently described; in particular the instructions for use state: 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.' H10: d4 (expiry date: 04/2023), g3. H11: h6 (device, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.